Event description:
It was reported a 22mm amplatzer vsd muscular pi device was chosen for implant. During procedure, while deploying the device, the device did not take a proper shape. The device was removed. No additional information has been provided. 08it was reported a 22mm amplatzer vsd muscular pi device was chosen for implant on (B)(6) 2022 using a 12 f mullins sheath. During procedure, while deploying the device, the device did not take a proper shape. The device was retrieved and removed from the patient. No additional information has been provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported a 22mm amplatzer vsd muscular pi device was chosen for implant on (B)(6) 2022. During procedure, while deploying the device, the device presented with a cobra shape deformation. The device was removed and not replaced. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.